Event description:
Upon insertion of a lag screw, an extractor link was used instead of a drive link. The guide pin was pushed into pelvis and damaged the bladder and the small intestine, causing meningitis and osteomyelitis. Removal of implants is planned, but the date depends on the patient's physical condition.